Event description:
As reported by the edwards clinical specialist, during a transapical transcatheter aortic valve replacement (tavr) procedure, the 23mm ascendra balloon ruptured. There was no injury to the patient and the sapien valve was successfully deployed. Per report, this patient had severe aortic stenosis. During the case, the physicians decided against pre-dilating the native valve. As the sapien valve was being deployed, the balloon ruptured. The valve was fully expanded prior to the balloon rupture thus post dilatation was not required. The valve was deployed with good results and no leaks (i.e. Paravalvular or central). Additional information received from the clinical specialist indicates the patient is doing great. The patient's native aortic valve and leaflet calcification was described as mild to moderate. There was nothing abnormal noticed while inspecting the device prior to use. Of note, the balloon ruptured on the ventricular side of the balloon.

Manufacturer narrative:
The device history record (DHR) review of the effected balloon catheter shows the device met specifications prior to distribution of device. Balloon rupture is a known potential risk associated with transcatheter valve deployment. Edwards has documented a technical summary regarding balloon ruptures "risk of balloon burst in a calcified aortic annulus"-"conclusions: in order to investigate reports of balloon burst, this technical summary aggregated all relevant historical complaint data and summarized the associated engineering evaluations performed since the beginning of 2008. This analysis confirmed that the rate of balloon burst complaints has been well below the applicable control limit and within the occurrence ranking per internal risk analysis documentation; this exercise also revealed that the balloon burst complaint rate has exhibited a significant decline since 2008. Review of all device investigations performed for balloon burst complaints confirmed that no clinical adverse events have been attributed directly to balloon burst. This technical summary outlined the engineering rationale for the link between a heavily calcified aortic annulus and increased risk for balloon rupture, and also presented fluoroscopic imagery from balloon burst complaint cases which supports this hypothesis. Finally, a literature review revealed that even though historical balloon burst rates in a large multi-center bav registry were significantly higher than internal balloon burst rates, no correlation was observed between balloon burst and clinical adverse events or reduced functional outcomes. Given the information presented in this technical summary, the current trending rates of balloon burst complaints can be deemed a clinically acceptable. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.